Event description:
This report is being filed after the subsequent review of the following journal article: wieser, k., babst, r. (2010, february). Fixation failure of the lcp proximal femoral plate 4.5 - 5.0 in patients with missing posteromedial support in unstable per-, inter-, and subtrochanteric fractures of the proximal femur. Arch orthop trauma surg, 130:1281¿1287. The authors reported that 14 patients had been treated with synthes device, locking compression plate (lcp) proximal femoral plate, beginning (B)(6) 2007. They presented four case studies of patients who experienced secondary varus collapse of the fracture with implant failure. A (B)(6) woman, who fell on her left hip, was treated with a 10 hole lcp for a complex subtrochanteric fracture of the femur. X-rays taken postoperatively showed varus collapse of the fracture with breakage and loosening of screws. The patient underwent salvage surgery. Eight weeks after reosteosynthesis, the patient was pain free with a healed fracture. This is report 1 of 1 for complaint (B)(4). This report is for an unknown 10 hole lcp.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown plate, quantity 1. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.